Event description:
It was reported that when using the bd pyxis¿ medbank tower main, the patient was not showing up in the cabinet, and all residents were missing. It had worked previously, and a nurse had been able to retrieve medication for a patient, but later all residents were no longer visible. Upon checking myqlink, the cabinet was not syncing; however, the pending records were decreasing. It was determined that the system needed to be monitored until the pending records were cleared. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing up in the cabinet. A technical support specialist (tss) reviewed the myqlink and identified that records were still syncing, informed the customer that additional time was required for the synchronization process to complete, and confirmed an alternate contact for further updates. The tss then performed reverse synchronization 2.0 to expedite the processing of pending records and advised that the system should be monitored until all records were fully synchronized. The system functioned as intended after the technical support specialist troubleshot the device.